Event description:
Boston scientific received information that no telemetry and no pacing was noted on this device. An x-ray showed that the device was flipped over. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information received noted that this device was explanted and replaced. It was not possible to interrogate the device, even outside the pocket. The device will be returned. Upon analysis this investigation will be updated.

Manufacturer narrative:
Additional information provided noted that this patient was discharged and a follow up was scheduled.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The measured battery voltage was lower than expected; engineering calculations confirmed the device fell short of longevity expectations based on actual clinical use. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Electrical testing and analysis of the internal components were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device's integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion.